Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report.

Event description:
It was reported that the patient's right knee was revised. The patient ruptured her patellar tendon (possible cause or contributor was not reported to rep), and the surgeon decided to exchange the poly while the patient was open. A 6x9 ps insert was revised to a 6x13 ts insert. Rep confirmed that no further information will be released by the hospital or surgeon.